Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 health effect impact code updated fields: d4, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on the edge of the distal tip, and a broken objective lens. Based on the results of the investigation, it is presumed that the reportable event occurred due to component failure of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the rigid video laparoscope exhibited black ring on source. There were no reports of patient harm.